Event description:
The catheter broke off. Chemotherapy treatment was tried and patient experienced pain with infusion of decadron. Tried to flush the catheter but was unable to do so. Patient was taken to radiology and extravasation of contrast was observed. Patient was taken to surgery and port was removed. Patient transferred to hospital and the remaining segment of catheter was removed in surgery.